Manufacturer narrative:
Consumer reportedly was being transferred when the pin allegedly sheared off in the arm of the boom, causing the patient to fall and require stitches for a cut on their leg. Device has been in service for 2 years with no prior reported incidents. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.

Event description:
The staff was pivoting the consumer while in the sling, when the pin allegedly sheared off in the arm of the boom. This allegedly caused the consumer to fall and cut her leg, resulting in stitches.